Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. H4: device manufacture date unavailable. One device was returned for evaluation. Visual inspection revealed no physical damage. As a result of trying to power on the device, it was confirmed that the error 1260 occurred; event history logs could not be extracted. Functional testing was able to replicate the reported issue. The root cause was determined to be a possible defective main board. The main bard was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an alarm for error 1260 before the self test. It is unknown if there was patient involvement, no adverse patient effects were reported.